Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing of noisy signals while the patient underwent an ablation procedure. During the procedure the device was set to monitor only. During the procedure, the patient developed a ventricular fibrillation (vf), so they required external defibrillation. Technical services (ts) was consulted and discussed stored data. It is suspected that the generator used by the ablation device was working improperly. The device and leads measurements were stable after the ablation procedure was completed. This device remains in service. No adverse patient effects were reported. Additional information from the field indicates there was no oversensing of noisy signals. The crt-d is functioning as expected. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated. Additional information from the field indicates there was no oversensing of noisy signals. The crt-d is functioning as expected. No report was required for this event.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing of noisy signals while the patient underwent an ablation procedure. During the procedure the device was set to monitor only. During the procedure, the patient developed a ventricular fibrillation (vf), so they required external defibrillation. Technical services (ts) was consulted and discussed stored data. It is suspected that the generator used by the ablation device was working improperly. The device and leads measurements were stable after the ablation procedure was completed. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.